Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer 1.2 keeps popping back open. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer removed the rear panel, retied both retractor bands, and checked the hard stop for 1.2, confirming everything was functioning properly. The device was tested multiple times without issues. Additionally, the customer verified proper operation by repeatedly locking and unlocking the drawer without any problems. The system functioned as intended after the field service engineer verified the device.